Event description:
The surgeon implanted a silicone lens model aa4204vl and was damaged during implantation. The incision was enlarged when the lens was removed. There were no other pt injuries noted.